Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately a quart of fluid from the right side of the instrument onto the countertop and floor. The customer stated that the analyzer gave diluent comparison out of limits errors, alerting the operator to an instrument problem. The customer was wearing a lab coat, goggles and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer reviewed the material safety data sheet (msds) and the facility has an exposure control plan in place. The customer stated that no patient results had been affected. Beckman coulter field service engineer (fse) found that the tubing at pinch valve 47 was leaking and not allowing diluent to the blood sampling valve (bsv). The fse replaced the tubing, which fixed the leak and corrected the diluent comparison out of limits issue. The fse verified the repair per established procedures, and the results met the published performance specifications.